Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and intermittently, insulin drips were not observed to be exiting the infusion set tubing. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 132 mg/dl.